Event description:
Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "having pains and she is afraid that could have bia-alcl thus she decided taking out her implants."

Event description:
Patient reported pain and "is afraid that could have bia-alcl." And "liquid evidence in the last ultrasound, lymph nodes swollen (left side)" device will be explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported pain and "is afraid that could have bia-alcl." And "liquid evidence in the last ultrasound, lymph nodes swollen (left side)" device remains implanted.